Manufacturer narrative:
4581: significant shallowing of the ac. 4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary intervention to remove and replaced the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, and significant shallowing of the ac. The lens was later exchanged for a shorter length lens, and the problem was resolved. Cause of the unknown.